Event description:
Related manufacturer report number: 2916596-2021-02493. It was reported that log file analysis found a pump stop occurred on (B)(6) 2021. This appeared to be due to the backup battery not providing power to the system when both system controller power cables were disconnected from the mpu at the same time.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6)) and reproduced during testing. The reported event of being unable to silence the controller or put the controller into sleep mode was not confirmed as the issue was not reproduced during testing. The log file downloaded from the returned controller contained approximately 2 days of data ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured intermittent backup battery fault alarms on (B)(6) 2021 from 9:54:17 to 10:21:03 due to backup battery circuit faults; after resolving at 10:21:03, the alarm reactivated at 10:21:34 and remained active for the remainder of the log file. The log file also captured a reset_controller event on (B)(6) 2021 at 10:08:39 that resulted in a pump stop; this appears to be due to a loss of power to the system caused by both system controller power cables being disconnected from the mpu at the same time, and the backup battery not providing power when the external power was lost. The backup battery fault alarm was active in the events leading up to the reset_controller event. The pump ramped up to the set speed as expected when the controller was reconnected to external power. The driveline was disconnected on (B)(6) 2021 at 10:36:38 to exchange the system controller. No other notable alarms were active in the log file. The returned system controller was connected to a test power module/system monitor and a mock circulatory loop and the backup battery fault alarm was reproduced due to a backup battery circuit fault. The backup battery voltage was approximately 0.24 v and the battery did not accept charge from the system controller; this is consistent with the battery being in a state of deep discharge. The battery was unable to support the mock circulatory loop when the controller was disconnected from external power. The returned backup battery was replaced with a test backup battery and the issue was resolved; the backup battery fault alarm was no longer active and the test battery supported the mock circulatory loop without issue when external power was disconnected. The outer casing was removed from the backup battery to inspect the internal components, revealing a white and blue residue consistent with dried fluid ingress on the printed circuit board (pcb); the pcb components were covered in the fluid residue and corrosion was observed on several components. The dried fluid residue was also observed on the backup battery ribbon cable connector and on the system controller housing where the backup battery sits. The battery was manually charged by applying voltage directly to the cells and reconnected to the controller; however, the backup battery fault alarm did not resolve. The battery unable to accept charge in the controller, but was able to support a system due to being manually charged. Circuit analysis performed on the backup battery revealed that one of the signals was not at its expected voltage, which prevented the battery from accepting charge; this appears to be due to component damage on the pcb caused by the observed fluid ingress. The reported event appears to have been caused by fluid ingress on the backup battery pcb; however, the root cause of the fluid ingress could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 24aug2020. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault, power cable disconnect, pump off, no external power, and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 1 ¿introduction¿ states that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry.¿ additionally, section 4 ¿living with the heartmate 3¿ explains that although the external components of the heartmate 3 lvas are moisture-resistant, they are not waterproof. This section informs the user to ¿take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock or the pump may stop¿. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ explain how to replace the system controller backup battery and how to replace the system controller. These sections also explain the three system controller operating modes (run mode, charge mode, and sleep mode) and how to switch between them. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad and informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm and changed to their back-up controller. Once the controller was removed from the driveline and batteries, it continued to alarm with the yellow wrench illuminated and a blank display screen. The controller would not silence and could not be put to sleep. The controller would be sent back for evaluation and a replacement was requested. The patient denied any damage or misuse of the equipment.